Manufacturer narrative:
(B)(4). The device was returned to the facility for evaluation. Signs of clinical usage and blood were observed. The blue slide lock was in the unlocked position, and the plunger was fully depressed. The tension spring assembly was found inside the delivery tube. The seal was exposed, hanging outside of the tube. There was blood on the seal. No cracks or delamination were observed. The following measurements were taken: the inner delivery tube diameter was measured at .198 inches. The outer diameter was measured at .221 inches. The length of the delivery tube was measured at 2.48 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint "fitting problem" was not confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hs iii proximal seal system was not loaded into the delivery system properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hs iii proximal seal system was not loaded into the delivery system properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.